Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had repeated replace battery now alarms. The customer stated they have inserted seven new batteries, but the issue persisted. The customer also reported the insulin pump alarmed failed battery test, but declined to troubleshoot. The customer stated this was the second occurrence of a replace battery now in less than 10 hours after a low battery warning. The customer's blood glucose was 225 mg/dl. The insulin pump will be returned for analysis.